Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent up arrow button due to corroded keypad trace. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and was unable to navigate the menus. The customer's blood glucose level was not known. The customer agreed to return the device for analysis.